Event description:
It was reported that the patient dropped the ilet, resulting in a cracked screen while the device continued to function, and the patient was instructed to revert to backup therapy until a replacement pump arrived. Symptoms included no reported adverse health effects and no changes in blood glucose levels. Outcomes included provision of a replacement pump with instructions to return the damaged device and to complete standard startup on the replacement, as data would not transfer. Investigation included collection of incident details and arrangement for device return with guidance to sync data to the mobile app prior to shutdown and inspection of the returned device. Investigation of this device revealed a physical damage issue to the pump¿s screen consistent with accidental dropping, with no reported performance impact on insulin delivery at the time of the report. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.